Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient was prescribed glasses due to the reported issue. Additionally the reported issue was identified as fourth nerve paralysis and not a deficit.

Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). The software investigation found that the reported event was unrelated to a software issue. The investigation found that the adverse event was an unavoidable risk of the procedure. The software functioned as designed. No allegation of deficiency was made against the medtronic product. The MDR is being filed for awareness of the adverse event.

Event description:
A medtronic representative reported that, following a laser ablation performed under clinical trial (B)(4), the patient experienced double vision when looking down and blurry vision intermittently. No additional information was provided. No allegation was made against the medtronic product line.

Manufacturer narrative:
Medtronic received information that the event is related to the visualase system but not the procedure. The patient outcome of the event was reported to have resolved on (B)(6) 2017.

Manufacturer narrative:
Correction: patient information provided. Also a medtronic representative clarified that the patient had a oculomotor nerves & visual field test that showed fourth nerve deficit.